Manufacturer narrative:
Additional devices implanted and/or related to this event: ceb231010a/17422028, UDI (B)(4). Patient medications: lipitor, plavix, zestril, toprol, and nitrostat. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm and a left internal iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported that on (B)(6) 2018, the patient presented with bilateral foot blisters. The physician stated that ¿multiple embolus (blood clots) were knocked downstream during the procedure, due to patient¿s history of distal thromboembolism¿. The patient also presented with bloody stools, which the physician stated is from ischemic events in the colon. The physician is taking a wait and watch approach since all grafts were patent.

Manufacturer narrative:
Correction on august 29, 2018, the patient presented.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm and a left internal iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported that on august 29, 2018, the patient presented with bilateral foot blisters. The physician stated that ¿multiple embolus (blood clots) were knocked downstream during the procedure, due to patient¿s history of distal thromboembolism¿. The patient also presented with bloody stools, which the physician stated is from ischemic events in the colon. The physician is taking a wait and watch approach since all grafts were patent.